Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during using the lift, the patient with dementia by mistake hold his hands on the sling attachment lugs (situated on the device lifting arm) instead of grab device handle bar. The customer reported that a resident is a strong person who due to dementia, may not be able to open his hands when pulls them forward. During the reported event the patient kept his hands around sling attachment lugs and did not open his hands, and pulling them towards him. As a result of the event patient sustained hand injury which required 9 stitches.

Manufacturer narrative:
Arjo was notified about an event related to sara stedy device. It was reported that while using the lift, the patient with dementia mistakenly grasped the manoeuvring handles where sling attachment lugs are located instead of the device handle bar (crossbar) and as a result sustained a hand injury, which required 9 stitches. The customer reported that a resident is a strong person who due to dementia, was not able to open his hands and move his hands onto the crossbar, additionally the resident was pulling the handles towards him. No device malfunction was reported by the customer. The attached photographic evidence did not reveal any defect. The instruction for use (IFU) for sara stedy device contains guidance and illustrations showing how to use the sara stedy device. In section concerning patient transfer, IFU guides to ¿have the patient hold the crossbar and use it to stand up¿. The product IFU states also that ¿before use, the caregiver should always consider the patient¿s/resident¿s medical condition as well as physical and mental capabilities.¿ based on the above, we can conclude, that the event is a sequence of unfortunate circumstances, where the patient with dementia mistakenly placed his hands on the sling attachment lugs. In light of this information the pressure on the skin from grabbing the attachment lug might have led to the reported injury. Sum up, while the event occurred arjo device was being used for the patient¿s transfer and thus played a role in the incident. No technical malfunction of the device was found. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the patient sustained a serious injury.